Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device was interrogated with the programmer. The observation showed "remaining longevity is not available, potentially due to cold temperature. This was a gray bar issue with the device. The device was not implanted and the physician decided to implant a different device. The device was interrogated forty eight hours later by the technician and the problem remained. There was no patient involvement.